Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was exceeding 400 mg/dl for over a month. The customer reported that the reservoir was leaking and found evidence of liquid at the bottom of the insulin pump. The customer exchanged the insulin pump thrice, but experienced the same issue. The customer stated that they were completely off the insulin pump and were using manual injection. The insulin pump will not be returned for analysis.